Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an increase in capture threshold, decreased r wave amplitude, and increased impedance was observed. The lead was explanted and replaced. There were no adverse health consequences to the patient.